Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73f1800489 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke into two pieces. Half of the clip which could not be found and left in the body.

Event description:
It was reported that the clip broke into two pieces. Half of the clip which could not be found and left in the body.

Manufacturer narrative:
(B)(4). The customer returned one cartridge and one broken clip 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the broken clip revealed that it exhibits a pierced end hinge break. The cartridge contained a pierced boss side of a broken clip and one intact clip remaining in it. The broken clip appears used as there is biological material on the cartridge. The clip breaking at the hinge during latching/ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clip that returned in the cartridge. A lab inventory clip applier was used. The clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without breaking. No functional issues were found with the intact clip. However, a broken clip was returned with a pierced end hinge break. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A broken clip was returned with a pierced end hinge break. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge and one broken clip was returned. The broken clip exhibited a pierced end hinge break. The cartridge contained a pierced boss side of a broken clip and one intact clip remaining in it. Although the intact clip was able to load properly and was successfully applied to over-stressed tubing, a broken clip was returned. The clip breaking at the hinge during latching/ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.